Event description:
During final tightening of a set screw, the tip of the viper2 final tightener shaft sheared off and became lodged within the set screw. The center of the screw was drilled out and the broken tip was removed from the surgical site. The set screw was then backed out and replaced. The difficulty is reported to have resulted in an extension to the procedure of approximately thirty minutes with the patient being under anesthesia for an additional ninety minutes. Concomitant devices: 286745500, viper2 final tightener torque limiting handle, 186715000, viper single inner set screw.

Manufacturer narrative:
A follow up report will be filed upon completion of the evaluation.

Manufacturer narrative:
Visual examination of the returned final tightener shaft found the fracture occurred at the driver¿s distal tip. The broken tip section was not returned with the instrument. Scanning electron microscopy analysis revealed evidence of a torsional shear quasi-static failure with ratchet markings extended around the center of the shaft. The existence of several cracks at the hex lobes indicates that failure occurred due to high torsional shear loads. No material defects or other abnormalities were observed in this analysis. Review of the device history record found no discrepancies. Although no definitive conclusions can be made, tip breakage was likely due to the seizing of the concomitant device viper2 final tightener torque limiting handle during screw tightening. In the absence of an identified device manufacturing/release issue or an observed trend, this complaint will be closed with no further action required.